Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to transfer of flora however, the cause remains unknown. The patient was treated with two unspecified drugs for the event. Pd therapy was continued in the early stage of treatment however pd therapy has been stopped. Patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.